Manufacturer narrative:
A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. G4. Additional PMA/510k: k822723.

Event description:
It was reported that during use in patient, this swan-ganz pacing catheter did not pace from the beginning of procedure. The issue was resolved by replacing the catheter. There was no allegation of patient injury.